Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoidectomy procedure, after closing the space between the reload and anvil, the green indicator was fully visible then the surgeon tried to fire the device, however the device could not be fired. The surgeon pressed the safety release and simultaneously wanted to squeeze the handles, but they were not able to do it, handles were still "locked" and the device could not be fired. Then surgeon tried to manipulate with safety release again until it was damaged and broke. Then they removed both parts of stapler from body of patient and used another stapler to resolve the issue in order to complete the case. The procedure was extended for more than 30 minutes and had to make a temporary stoma while sigmoid colon and rectum will be healing due the device problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument had a full complement of staples. The anvil of the instrument was observed to be not tilted and separated from the instrument. However, the safety was observed to be broken. Functional testing could not be performed due to the observed safety damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed safety damage may occur if the latch is forced into disengagement prior to green indicator visibility. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.